Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6)2024, it was reported that the patient faced infusion set tubing was leaking at the side, which caused the patient blood glucose elevated to more than 26 mmol/l, therefore patient had received correction bolus via pump and change the site. The infusion set was in use for couple of hours. The patient replaced infusion set and resumed insulin successfully. No further information available